Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2026-01152), was submitted on 20-feb-2026. Upon completion of the investigation, the manufacturing date was updated as 05-nov-2025. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 23-feb-2026 against "lot number 6016188 and similar malfunction code(s): occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded) occlusion in the tubing and/or tubing connectors- blockage. Tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched). The review confirmed that lot 6016188 and the identified failure mode are not associated with any nonconforming reports (ncrs) or corrective and preventive action (capas) of the same or similar nature. Similar complaints search: a query was run in the eqms on 23-feb-2026 against "lot number" criteria equal 6016188 and similar malfunction codes occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded) occlusion in the tubing and/or tubing connectors- blockage. Tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched). The count of complaint is 1. The complaint number is (B)(4). Device history record (DHR) review: the lot 6016188 was manufactured according to the work instruction (wi) version 125 and manufactured in the line 09 on 05/nov/2025 with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 5k06614 was manufactured according to the wi version 70 and manufactured in the machine sc03, on 04/nov/2025, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 5k06615 was manufactured according to the wi version 70 and manufactured in the machine sc03, on 05/nov/2025, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 5l01396 was manufactured according to the wi version 70 and manufactured in the machine sc03, on 06/nov/2025, with a total of (B)(4) units the device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6016188 and related malfunction codes for oclussion issues. One complaint was identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2026. The blood glucose level was 353 mg/dl and the patient was treated with correction injection via multiple daily injection (mdi) and changed the cartridge. The blockage was in the tubing. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.